Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error. The endoscope plugs and socket was cleaned; however, the issue persisted. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was caused by a fault in the connector sockets. Errors occurred in multiple scopes and were not resolved by cleaning the plugs or sockets. The connector sockets have been replaced. This repair was performed on-site by a field service engineer (fse). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The clv-190 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[3.1 precautions for installation and connection] never apply excessive force to connectors. This could damage the connectors.¿ olympus will continue to monitor field performance for this device.